Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operation room for a normal generator change out and externalized conductors were observed under x-ray. The electrical function of the lead was normal and no anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The procedure was completed without any complications.